Event description:
It was that the surgeon was performing a laparoscopic gastric bypass and more specific creating the entero- entero anastomoses, when the instrument broke down. The surgeon had no problem closing the instrument. But, when he was prepared to fire, there was a big cracking sound and the firing handle was pushed to the bottom position. Thereafter, there was some problems to open the instrument, but after some effort, the surgeon succeeded in opening the instrument. The instrument had not cut or formed any staples at all. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: one device was returned in good visual in good visual condition and loaded with a 1/10 partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were broken. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to partially fired cartridge that had an activated lock out spring. The device is designed so that is an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state : note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on regular basis to determine if further investigation is warranted.